Manufacturer narrative:
This event does not rise to the level of a reportable adverse event as there was no pt injury, significant delay or required surgical intervention. That stated an exception is being made to file this in response to the report filed by the user facility. The device was not given to our sales rep as stated in the user report. Root cause appears to be due to atypical force applied to the device. The space was reported to be tight and the surgeon was striking the inserter with a mallet during placement. The system comes with a straight and curved impactor to advance the implant using a mallet.